Manufacturer narrative:
A review of the system archives and exam found that the 3d model and tracer pattern appeared adequate. They used six points with tracer pattern on the anterior portion of the face. The medtronic representative reported that the patient face did not appear abnormal or swollen when compared to the older scan used during surgery. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
A medtronic ent representative reported that, while in a procedure using synergy ent 2.2.2 the surgeon alleged an inaccuracy. Following a tracer registration, the surgeon noted being approximately 4-5cm inferior while verifying accuracy. The patient was re-registered using point merge with a much smaller inferior inaccuracy. Anterior posterior (a/p) was accurate during both registration processes. Imaging used was taken approximately one month prior to the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from site. Software investigation not completed.